Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had failed battery alert and off no power alert on insulin pump. The customer's blood glucose was unknown. Troubleshoot for failed battery test alarm was performed and customer reported that they did not receive failed battery test. Customer stated that they did not get low battery alert prior to the off no power alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify failed battery test, battery power loss due to unresponsive button.